Event description:
It was reported that the patient experienced leakage with inflatable penile prosthesis (ipp) reservoir due to malfunction. Further information was requested and not yet received. The product was not explanted. Should additional information be received, a supplemental report will be filed.